Event description:
It was reported that oversensing was observed on the ventricular channel. At follow-up, electrical measurements were stable; however, low impedances in the last previous months showed low values. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.